Event description:
Adverse event(s): no present injury or harm (no consequences or impact to pt). Product problem(s): probe would not cut (failure to cut). A nurse reports the probe would not cut during surgery. The surgeon started the procedure using a 20g probe and switched to a 23g probe. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4)